Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 24gx0.75in straight bc catheter defective/damaged it was reported by customer that the cathlons are bubbled at the tip, this causes an inability to go through the skin and if they manage to get through the skin, it gets caught up trying to get into the vein. This ends up often being 2 IV attempts for the patient. Rcc received a complaint via email. Ahs mdip report incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025 type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: minimal harm ahs optional report to cmdsnet (health canada): incident details: cathlons are "bubbled" at the tip, this causes an inability to go through the skin and if you manage to get through the skin it gets caught up trying to get into the vein. This ends up often being 2 IV attempts for the pt, all staff have noticed this as an issue for at least the last 4 weeks. Procedure: IV insertion device information device name/description: catheter IV safety non-winged with multiguard 24gax0.75in cathena manufacturer: xxxxxxxx manufacturer code/model: 386807 serial or lot number: unknown supplier: xxxxxxx supplier/catalogue number: 333-386807 is the device retained? Yes, number of devices: 2 wiped, contained, labelled? Device was clean or not used investigation request expected type of investigation: actual device tested e-mail address for person holding device: xxxxxxxxx site shipping address: xxxxxxxx, clinical contact information, primary clinical contact (cc on final report): xxxx, manager (cc on final report): xxxxxxx.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Our quality engineer inspected the 3 samples submitted for evaluation. The reported issues of catheter defective/ damaged and threading difficult were not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. No bubbles were noted on the catheter tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The root cause could not be determined as the defect was not replicated.